Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, it was reported that a beta bionics ilet user experienced a restart message on the device, though the error number was not recorded. The user restarted the device through the settings menu, and the alert did not return. There was no report of end-user harm or adverse event associated with this case.